Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was stuck during implant procedure and multiple stylets were used. Additional information received indicating that the lead was stuck in some kind of heart tissue, did tried twisting passive tines out and prolapsing out without stylet but was unsuccessful. Hence, lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4: model/serial number, d5: operator of device and e. Initial reporter.

Event description:
It was reported that this brady lead was stuck during implant procedure and multiple stylets were used. Additional information received indicating that the lead was stuck in some kind of heart tissue, did tried twisting passive tines out and prolapsing out without stylet but was unsuccessful. Hence, lead was capped. No additional adverse patient effects were reported.